Event description:
Review of ctas 3 years post-implant revealed that the endurant bifurcate was positioned just below the renal arteries. The ipsilateral limb and multiple extensions were placed into the right iliac artery, and the contralateral limb and multiple extensions were placed into the left external iliac. The left internal iliac had been coiled. The limbs crossed over each other in the distal aaa. Significant thrombus was seen in the bifurcate aortic body, and complete limb occlusion was seen in the ipsilateral limbs extending into the right common iliac. The blood flow resumed at the right external iliac. Thrombus was also seen in the suprarenal aortic area. The left contralateral limbs, including the bifurcate gate, were patent. Other than the severely tortuous path of both limbs within the aortic sac, no stent graft kinks or compression was seen. The min ID of the ipsilateral limb was 10mm (in the mid-sac). The max aaa diameter was 8.5cm, and both common iliacs were aneurysmal. No endoleak or other stent graft issues were observed. The cause of the thrombus/occlusion could not be conclusively determined. In the distal end of the right common iliac where the distal end of the iliac limb was positioned, the iliac artery diameter abruptly tapered down from 25mm (at the end of the iliac limb) to 10mm where the flow resumed in the right external iliac. This transition area was also severely angulated approximately 90 deg. It is possible that this abrupt change in vessel anatomy may have contributed to the occlusion. The occlusion may have also been due to a patient condition. The reported distal type I endoleak in the left limb could not be confirmed; an extension was seen placed into the left external (another manufacturer¿s device).

Event description:
Endurant, talent and aneurx stent graft systems were implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured greater than 10 cm thin walled abdominal aortic aneurysm approximately 39 months ago. The patient had presented to the ER with onset back and abdominal pain and the CT scan showed a greater than 10 cm thin walled aneurysm. The patient was taken immediately to the or and the endovascular procedure was performed emergently. The patient had extremely long anatomy so it took several stent grafts to exclude the aneurysm. It was reported that the patient recently came in for follow-up of the ruptured aneurysm repair and complained of claudication pain on the right leg since 34 months post implant. The patient also reported that at some point in the last year there was loss of seal on the left iliac and had presented to an emergency room at another facility with complaints of groin pain. CT showed an endoleak and the decision was made to embolize the left internal iliac artery at the time followed by implant of another manufacturer¿s stent graft which was extended into the left external iliac artery. Review of the CT showed organized thrombus throughout the body of the stent graft and down the right limb which was completely occluded. There was also clot around the distal descending thoracic aorta, celiac, sma and renal arteries. The patient was taken to the or for removal of the clot; however, this was unsuccessful. The decision was made to implant an endurant (B)(4) followed by a fem-fem bypass a few days later to trap the existing clot within the graft body. No additional clinical sequelae were reported and the patient is fine. Review of returned still angio images confirmed that the entire right limb(s) was occluded beginning at the bifurcate flow divider. Both iliac limbs were extremely angulated; however, the cause of the occlusion could not be determined from this image.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved or contraindicated use (stent graft was implanted in a patient with a pre-operatively ruptured aneurysm).